Manufacturer narrative:
Other code: the gore device involved in this event remains implanted in the patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2022 a 32mm gore® cardioform asd occluder was selected to treat an atrial septal defect measuring 17 mm. During locking the device, the patient reportedly experienced about 30 seconds of asystole which was subsequently solved by cardiopulmonary resuscitation. It was reported that the physician did not consider the incident device related. Reportedly, the position of the device was satisfactory and the patient was doing well.

Manufacturer narrative:
H6, component code: added imdrf code g07001. H6, type of investigation: added imdrf code b20. The device remains implanted in the patient. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the septal occluders may include, but are not limited to: cardiac arrest. B5, describe event or problem: updated latter part of event description. H6, health effect - clinical code: replaced FDA code 1762 with imdrf code e0602. H6, health effect - impact code: replaced FDA code 4647 with imdrf code f2306. H6, medical device problem code: replaced FDA code 2993 with imdrf code a24. H6, type of investigation: replaced FDA codes 3331 and 4111 with imdrf codes b14 and b13. H6, investigation findings: replaced FDA code 213 with imdrf code c19. H6, investigation conclusions: replaced FDA code 11 with imdrf code d15.

Event description:
It was reported that the physician did not consider the incident device related but believed that the asystole was due either to the procedure itself or to an electric problem not diagnosed previously.